Event description:
On (B)(6) 2022: patient presented to facility for routine testing prior to administration of medication taken for heroine withdrawal. A patient urine specimen was tested on the consult diagnostics hcg urine/serum combo cassette kit and a false positive result was obtained. Confirmatory serum quant was performed at an outside quest lab facility and provided indeterminate results. On (B)(6) 2022: a new urine specimen from the same patient was tested on the consult diagnostics hcg urine/serum combo cassette kit and a false positive result was obtained. Confirmatory quant performed provided a negative result of <4 miu/ml. On (B)(6) 2022: a new urine specimen from the same patient was tested on the consult diagnostics hcg urine/serum combo cassette kit and a false positive result was obtained. Confirmatory serum quant was performed at an outside quest lab facility and provided indeterminate results. Customer states administration of vivitrol was delayed 8 days due to the false positive results. Customer states this was an emergency situation as the patient was being treated for heroine withdrawal. Although no adverse outcomes occurred, as the customer indicates this treatment was emergent and was delayed due to the false positive results, a serious injury MDR will be filed conservatively. Medications: vivitrol.